Event description:
Patient reported that one of his pumps sounds like it is struggling when running. Patient was concerned it would stop working. Patient was unable to provide sn at the time of the call. Will call patient back later today to obtain. No other information available. Dose or amount: remodulin 58 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6)2016 to present. Reason for use: pah.